Manufacturer narrative:
The service order was canceled and the customer repaired the ventilator by themselves. It was reported that the ventilator alarmed for o2 sensor error. According to the hospital, the problem was solved by replicating the nozzle unit of o2 gas module and o2 sensor. After replacement, the ventilator worked as expected. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced parts were discarded by the customer and not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator was alarmed for o2 sensor failure. The nozzle unite of the o2 gas module and the o2 sensor were replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).